Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported active result of 10.7 mmol/l, lab result of 4.4 mmol/l within 10 minutes.no adverse event alleged. Product cannot be returned due to custom and legal issues in (B)(6).